Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced difficulty charging their scs ipg. The patient's ipg was previously repositioned, but the issue persisted. Multiple charging systems were used to attempt to establish communication, but they were unable to locate the ipg. Surgical intervention took place on (B)(6) 2015 at which time the patient's ipg pocket was revised and the ipg was repositioned in a more shallow location. Effective communication was reportedly established with external devices following the procedure.